Manufacturer narrative:
Corrected information:d5. Investigation ¿ evaluation: it was reported, the device would not close properly during use. Another basket was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, drawing, manufacturing instructions, the instructions for use, and quality control data. One ngage nitinol stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the handle and the basket formation in the closed position, the mlla [male luer lock adapter] was tight, the collet knob was tight and secure, and there were no kinks in the basket sheath. Functional testing determined the handle actuates the basket formation to the open and closed positions. When the basket formation is in the closed position there is a gap in the basket wires. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have a basket that would open and close as the handle was functioned, but the basket would not fully close, there was a gap in the basket wires noted when in the fully closed position. Appropriate measures have been taken to address this failure mode, including; implementing changes to better control requirements for the supplier of the basket assembly, and to better control assembly of the handle. These changes were not implemented at the time this device was manufactured. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Occupation: other non-healthcare professional: customer service. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an unspecified laser procedure, a ngage nitinol stone extractor would not close properly around the stone to remove it. Another extractor was used to complete the procedure.it was reported that the patient did not experience any adverse effects due to this occurrence, but it did extend the patient's time spent in the operating room.